Event description:
Customer reported being unable to test using the adc blood glucose meter due to the battery icon appearing on the screen. As a result, the customer experienced a "severe low blood glucose event" and self-presented to a hospital. No further details were provided as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.section d-1 (brand name) has been updated to freestyle libre based on the serial number.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using the adc blood glucose meter due to battery icon appearing on the screen. As a result, customer experienced a "severe low blood glucose event" and self-presented to a hospital. No further details were provided as customer declined to troubleshoot further. There was no report of death or permanent impairment associated with this event.